Event description:
It was reported that the asymptomatic patient presented for follow up. Post paced t wave oversensing on the ventricular channel was observed on stored egm. The patient received inappropriate anti tachycardia therapy. Programming changes were made which resolved the issue. Patient condition is fine.